Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. The mouthpiece is loose due to rotation stress of the water supply connector when it is attached to the scope connector. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths, soaked the endoscope in detergent and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. The following additional findings were also noted: due to a crack on the bending section cover, insulation resistance value at the distal end does not meet the standard value, assorted scratched, peeled adhesive around the objective lens, discoloration on the scope cover unit, peeled paint on the air/water cylinder, peeled paint on the suction cylinder, shaved forceps channel port, discoloration on the scope connector, water removal ability does not meet the standard value, chipped adhesive on the bending section cover, the play of up/down knob is out of standard value, bending angle in up direction does not meet standard value, and a wrinkle on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer a connector part error with use of evis lucera elite gastrointestinal videoscope. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified a foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.